Event description:
Reported status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury. Device issue: guide wire separation. It was reported that the guide wire tip polymer became shredded during use of a cutting balloon. No patient effects were reported. No additional event or patient information is available. This event is being filed based on the returned product analysis, which revealed a guide wire separation.

Manufacturer narrative:
Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned in a stent delivery system (sds). The guide wire had blood visible on the core and black polymer. There was no contrast visible. The core was separated at the distal end of the hypotube. The core was corkscrewed distal to the separation for a length of 6 cm (unwound). There was a small amount of core sticking out of the hypotube. There were numerous kinks in the shaping ribbon 8 mm proximal to the tipball. The returned sds was returned with blood and contrast in the balloon, inflation lumen and guide wire lumen. There was no stent implant returned. The balloon had loose folds and was partially filled with dried blood and contrast. There was a tear in the inner and outer member distal to the guide wire exit notch for a length of 9.6 cm. There was a kink in the proximal hypotube shaft 90 cm distal to the strain relief tubing. There was no other damage noted to the guide wire or sds. A laser micrometer was used to measure the outer diameter. This met manufacturing criteria. A deltronic pin gauge was used to measure the inner diameter past the proximal seal. This met manufacturing criteria. The guide wire exit notch was not measured due to the tear. The guide wire was removed from the sds with slight force. There was no damage noted to the black polymer. The tip was tugged on to confirm that the core and shaping ribbon were intact. The distal end of the guide wire was dipped into red congo dye to verify there was hydrophilic coating on the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further investigation. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.